Event description:
It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The leakage occurred at the site and the set had been in use for six days. The patient blood glucose level was high and was managed with insulin shots.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.